Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 111 mg/dl. Bg cause was not known. Reportedly the customer fainted, fell down, and sustained bruising to the side. Customer required assistance from emergency medical technician (emt), they checked vitals and assisted the customer with drinking orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.